Event description:
It was reported that the defibrillator "did not pass the calibration". Further information was provided that there was a capacitor malfunction. There was reportedly no patient involvement.